Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.: intervention required no longer applies.: serious injury no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she was scheduled for a surgery on her pump the morning of 2018 (B)(6). The patient stated her husband was not feeling very warm and fuzzy with the doctor performing the surgery, so he called and canceled it. The patient stated she was going to run out of morphine the upcoming weekend, so her husband called the hcps office to schedule a pump refill for 2018 (B)(6), but the doctor stated that he was no longer their doctor because they went against his medical advice. The patient was requesting assistance with finding a new hcp to get her pump refilled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient was having problems with the pump because it was sitting on a nerve. The patient reported they would need surgery to have the pump moved, and her reason for calling was to know if her pain management doctor (who said he would do the surgery for her) was qualified to do the surgery. The patient reported that the pain management doctor was not a surgeon, and a different health care provider (hcp), who is a neurosurgeon, put the pump in. The patient stated the surgery was already scheduled, but she was ¿getting cold feet¿ (not literally, but figuratively) because she was not sure if she was going in the right direction or what direction she should go about to know if a pain management doctor was right to do that surgery. The patient said that she wanted to know who would implant devices for patients. The patient confirmed that the problems with the pump had ¿probably been a couple of months¿, but reported at (B)(6) time ((B)(6) 2017), ¿it got really bad¿. There was no out-of-box failure reported. The patient would follow-up with physician listings. No further patient complications were reported.